Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturing representative reported that they suspected the patient's implantable neurostimulator (ins) prematurely depleted. At implant, the ins was programmed to c+, 3- at 3.9v, 60 usec, and 80 hz on the left side and c+, 10- at 3.9v, 60 usec, and 80 hz on the right side. In (B)(6) 2015, the ins was reprogrammed to c+, 3- at 3.7v, 60 usec, and 110 hz on the left side and c+, 11- at 3.7v, 60 usec, and 110 hz on the right side. In (B)(6) 2015, the ins was reprogrammed to c+, 3- at 3.7v, 60 usec, and 80 hz on the left side and c+, 11- at 3.7v, 60 usec, and 80 hz on the right side. The ins was explanted. It was unknown if the issue was resolved.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins battery eos or eri longevity not met, cause unknown.